Manufacturer narrative:
This report is related to (B)(4). This complaint was reported in a journal article published by stern et al in journal of endovascular therapy 2022, vol. 29(6) 913-920. Https://doi.org/10.1177/15266028211068762.

Event description:
A journal article reports of 1 patient (non-IFU) who died from bowel ischemia likely due to sma showering of thrombus. It was not stated that the patients had reintervention. Date of death is unknown. Patients were divided into IFU and non-IFU groups based on neck length, diameter, and/or angulation. Patients were systemically heparinized to maintain an activated clotting time >250 seconds. Unsupported scallops were not routinely stented. Small fenestrations for the renal arteries were bridged with balloon-expandable, covered stents. Patients were followed postoperatively by cta and/or duplex ultrasound at 30 days, 3 months, 6 months, 1 year, and yearly thereafter. One hundred (100) patients were treated from 2012-2018 with the zfen device. Criteria for being treated outside of the IFU: neck length <4 mm, neck diameter >31 mm, or neck angulation >45 degrees. There were 18 patients outside IFU for two factors, and one patient was outside IFU for all three criteria. Aaa size for patients in the IFU: 56.1 mm; aaa size for patients outside the IFU: 61.7 mm. Infrarenal neck diameter for patients in the IFU: 23.3 mm; infrarenal neck diameter for patients outside the IFU: 26.6 mm. Infrarenal neck length for patients in the IFU: 6.9 mm; infrarenal neck length for patients outside the IFU: 1.7 mm. Suprarenal angulation for patients in the IFU: 18.1 degrees; suprarenal angulation for patients outside the IFU: 26.6 degrees. Infrarenal angulation for patients in the IFU: 30.1 degrees; infrarenal angulation for patients outside the IFU: 27.8 degrees. Proximal diameter of implanted device for patients in the IFU: 29.1 mm; proximal diameter of implanted device for patients outside the IFU: 31.1 mm.

Event description:
A journal article reports of 1 patient (non-IFU) who died from bowel ischemia likely due to sma showering of thrombus. It was not stated that the patients had reintervention. Date of death is unknown. Patients were divided into IFU and non-IFU groups based on neck length, diameter, and/or angulation. Patients were systemically heparinized to maintain an activated clotting time >250 seconds. Unsupported scallops were not routinely stented. Small fenestrations for the renal arteries were bridged with balloon-expandable, covered stents. Patients were followed postoperatively by cta and/or duplex ultrasound at 30 days, 3 months, 6 months, 1 year, and yearly thereafter. One hundred (100) patients were treated from 2012-2018 with the zfen device. Criteria for being treated outside of the IFU: neck length <4 mm, neck diameter >31 mm, or neck angulation >45 degrees. There were 18 patients outside IFU for two factors, and one patient was outside IFU for all three criteria. Aaa size for patients in the IFU: 56.1 mm, aaa size for patients outside the IFU: 61.7 mm. Infrarenal neck diameter for patients in the IFU: 23.3 mm, infrarenal neck diameter for patients outside the IFU: 26.6 mm. Infrarenal neck length for patients in the IFU: 6.9 mm, infrarenal neck length for patients outside the IFU: 1.7 mm. Suprarenal angulation for patients in the IFU: 18.1 degrees, suprarenal angulation for patients outside the IFU: 26.6 degrees. Infrarenal angulation for patients in the IFU: 30.1 degrees, infrarenal angulation for patients outside the IFU: 27.8 degrees. Proximal diameter of implanted device for patients in the IFU: 29.1 mm, proximal diameter of implanted device for patients outside the IFU: 31.1 mm.

Manufacturer narrative:
No devices were returned for evaluation. No imaging was available for evaluation. The treating physician was able to vaguely discuss the death reported in the article. It was noted that the device did not align correctly, which caused a shuttering of the superior mesenteric artery (sma) fenestration that resulted in bowel ischemia. The treating physician stated that contributing factors were procedural factors and patient anatomy. The medical director at cook reviewed the journal article. The medical director stated it is difficult to assess the grouped events listed in the journal article without further details or imaging. He also noted that obtaining clinical details and imaging on 10-year old cases would be difficult. The medical director noted that without further details than what is in the journal article, it is difficult to assess the reported events. The medical director commented on the results reported in the journal article. The medical director stated that the reported death was procedural and would not classify it as a fault or failure of the device of the delivery system. A review of the device history record could not be completed as the lot numbers were unknown. This is a known potential adverse event as described in the instructions for use. The most likely cause of failure was due to the device not aligning correctly, as stated by the treating physician, which caused the shuttering of the sma fenestration resulting in bowel ischemia. This report is related to (B)(4). This complaint was reported in a journal article published by stern et al in journal of endovascular therapy 2022, vol. 29(6) 913-920. Https://doi.org/10.1177/15266028211068762.